Event description:
Procedure type: inguinal hernia repair. According to the rptr: the pt was 3 and 1/2 weeks post-op and describes debilitating pain superior to the incision site. Pt's lean body type allowed for surgeon to actually feel the mesh subcutaneously and felt firm. Pain quality is sharp in nature, but is not shooting or tingly. Ilioinguinal nerve was resected with expected numbness in region. No suture was used for securing or placing the mesh. Pt reports he did not attempt activity other than trying to walk. Pt is in significant pain and is unable to stand straight. Nothing has been attempted at this time other than extending post-operative pain management. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 mins. There was no tissue damaged or unanticipated tissue loss. Nothing reported at this time.

Manufacturer narrative:
(B)(4).